Event description:
It was reported, during an initial leadless pacemaker (lp) implant procedure, the lp dislodged and migrated into the pulmonary vein immediately following the release. The lp was retrieved and the procedure was ended. No lp was implanted. The patient was stable.